Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchor system was selected for the endovascular treatment of a proximal type I endoleak from an endurant stent graft. The proximal neck was 18-28 mm in diameter and 18 mm in length. The proximal aortic neck angulation was 21 degrees. There was 25 percent of circumference thrombus in the seal zone with 3mm of thickness. A femoral endarterectomy with patch angioplasty was performed on the same day of the index procedure, and the cormatrix patch was used during the angioplasty procedure. It was reported that 2 days post index procedure, the patient developed anemia which led to tachycardia that resulted in a blood transfusion. The same day, the patient also had renal insufficiency that required fluid infusion. Both of the events resolved two days later with treatment. The cause of the renal insufficiency was most likely due to the use of ace inhibitors; not thought to be contrast-induced nephropathy. 12 days post index procedure, the patient had a wound dehiscence, which developed due to the left groin incision. The patient was given medication for treatment however, the event has not resolved. The investigator assessed the events to be related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored.